Manufacturer narrative:
Alarm 20 was verified. Fill estimate issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer completes air removal step with an empty syringe. Tandem technical support informed customer that using an empty syringe to complete air removal step is off label per the tandem user guide. Customer continued to use the current cartridge. Customer¿s blood glucose level was 190 mg/dl.